Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6) (r964233601, r964233901). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for a procedure. During procedure, the activated clotting levels were 283s and heparin was given. A pre-implant balloon valvuloplasty was done with a 23mm non-abbott balloon. The fully re-sheathed one time due to the implant depth was too high. The final implant depth was 5mm on non-coronary cusp (ncc) and 5mm on left-coronary cusp (ncc). On (B)(6) 2025, a left bundle branch block and worsening atrioventricular (av) block and overnight monitoring was recommended. On (B)(6) 2025, a permanent pacemaker was implanted.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported heart block could not be conclusively determined. The reported hospitalization and surgical intervention were results of case-specific circumstances as the patient was hospitalized for rhythm monitoring and a permanent pacemaker was implanted four days post-implant. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for a procedure. During procedure, the activated clotting levels were 283s and heparin was given. A pre-implant balloon valvuloplasty was done with a 23mm non-abbott balloon. The fully re-sheathed one time due to the implant depth was too high. The final implant depth was 5mm on non-coronary cusp (ncc) and 5mm on left-coronary cusp (ncc). On (B)(6) 2025, a left bundle branch block and worsening atrioventricular (av) block and overnight monitoring was recommended. On (B)(6) 2025, a permanent pacemaker was implanted.